Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4)-2011 and (B)(4)-2011. Weekly hv-lead impedance trend data show spike increases for max defib active can on and svc defib impedance= 66 to 104 ohms peak between (B)(4)-2011 and (B)(4)-2011.

Event description:
It was reported that the patient came in the clinic due to a patient alert for out of range high voltage lead impedance and the patient was irritated with the device beeping. The right ventricular lead was possibly fractured. There was varying lead impedance measurements and impedance spikes. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.